Event description:
On (B)(6) 2012, pt reported that he experienced insulin leakage from the infusion set on (B)(6) 2012. The infusion set had been in use for 3 days. When he removed the infusion set, the cannula appeared to have a hole in it. Pt reported he does not have scar tissue and rotates his infusion sites. The alleged infusion set was discarded and will not be returned for evaluation. Pt was sent replacement infusion sets. Follow-up was completed with pt on (B)(6) 2012. He experienced insulin leakage with another infusion set from the same lot on (B)(6) 2012. He was getting ready to shower when the infusion set came out of his site, and he noticed there was insulin leakage around the adhesive. This infusion set was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
.